Manufacturer narrative:
Correction information g6: follow up #1 h6: coding changed based on the investigation result. We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During operation, the scope could not bend suddenly. This event occurred at the time of after use. There was no report of patient harm.